Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had adhesive on insertion tube. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e4, h2, h3, h4, h6, h11. Correction: h4. The device was returned to olympus for inspection, and a reportable malfunction was found. However, a root cause could not be identified. Based on the results of the investigation, it was not possible to conclusively specify the cause of the foreign material remaining in the device. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.